Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited intermittent loss of capture. No intervention was performed. The patient was stable in condition.